Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the clip, it was noted the patient had a restricted posterior and anterior leaflet. One clip was inserted and successfully deployed. During preparation of a second clip, it was noticed the first clip had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was then implanted to stabilize the slda, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot, that would have contributed to the reported issue. A review of the compliant history identified, no similar incident reported from this lot. Based on information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was result of case specific circumstances. There is no indication, of a product issue with respect to manufacture, design or labeling.